Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient 's eye due to subluxation of the lens . There was no injury as a result of product problem. The event did not occur up on opening the package during handling/ during procedure. There was no non routine medical/surgical actions performed to prevent patient harm

Manufacturer narrative:
Section :a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.